Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out and remained attached during device removal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The intended procedure was an endovascular therapy (evt) using a retrograde approach. The agent did not provide information regarding the femoral artery puncture site except to confirm that there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the device was removed from the patient as a single unit approximately 1¿2 seconds later. Upon removal, the plug fell out of the shaft. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter (ID) was conducted and found within specification. The functional deployment simulation evaluation could not be performed, as the device was received in fully deployed condition. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out and remained attached during device removal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The intended procedure was an endovascular therapy (evt) using a retrograde approach. The agent did not provide information regarding the femoral artery puncture site except to confirm that there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the device was removed from the patient as a single unit approximately 1¿2 seconds later. Upon removal, the plug fell out of the shaft. The device was returned for evaluation.